Manufacturer narrative:
In a communication with the olympus technical assistance center (tac), the investigation indicated that the transmitter and receiver had lost their link thus the devices were re-linked, and the issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lcd monitor exhibited no image. It is unknown when the issue was found. There were no reports of patient harm.

Event description:
The intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the signal was not transmitted due to a cut-off connection between the transmitter and the receiver. However, a definitive root cause could not be identified. The event can be detected and prevented by following the instructions for use which state: "before using the monitor, be sure to inspect and set it up as described in this chapter. Also inspect the ancillary equipment to be used in combination with this monitor as described in the instruction manuals for the equipment. Source of the information:4k uhd lcd monitor oev321uh instructions for use (4. Inspection; warning; p28)". Olympus will continue to monitor field performance for this device.